Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having cancer cell removed from the vocal chords while using this device and seeing new growth on vocal chords. The device was returned and manufacturer could not confirm growth on vocal chords and observed the unit passed final test during device evaluation.

Manufacturer narrative:
Additional information was received on october 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having cancer cell removed from the vocal cords while using this device and seeing new growth on vocal cords related to a CPAP device's sound abatement foam. Additional information was received about the alleged allegation of respiratory tract irritation, cancer larynx cancer of vocal cords. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.